Manufacturer narrative:
Corrected information provided in h.3., and h.6. Device evaluated by manufacturer has been updated to yes.

Event description:
A pharmacy assistant reported during the intraocular lens implantation the implant was broken. Additional information has been requested.

Manufacturer narrative:
The lens was returned taped into the lens case base inside the carton. Viscoelastic and blood are observed on the lens. One haptic was broken-gusset area (not returned). The lens was cleaned with klrp. No abnormalities were observed with the haptic material. The optic had small scratches. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The company lens is only qualified for use in the company specified cartridges. Root cause: the lens was returned and one haptic was broken. This was most likely the intended complaint. The root cause for the broken haptic cannot be determined. The instructions for use (IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps the trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).